Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue, noting that the device would not power on when prompted.  Physio determined that the cause of the reported issue was process residue on a resistor, designator r35, located on the digital pcb assembly.  The presence of the process residue caused a voltage offset at the gate of a transistor, designator q5, which prevented the unit from powering on.  The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak), which is an indication that the device may no longer have sufficient power available to provide effective defibrillation therapy to a patient, if needed. There was no patient use associated with the reported event.